Event description:
Breast implant illness has ruined my life, brain fog, extreme fatigue, blurry vision, bloat and weight pain, hair loss, joint pain, irregular periods, infertility, heart palpitations, easy bruising, ear ringing, breast pain. FDA safety report ID# (B)(4).